Event description:
Database report of broken im nail. Nail was actually bent. Exchange nailing performed. Review of x-rays shows nonunion of the fracture site. Also, surgeon indicated the patient was involved in an accident. No indication of product defect.